Manufacturer narrative:
The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient had an impella cp implant and after the implant, the patient was shown deep and the pump was kept as is. The patient developed red urine and the p level was lowered. The patient's urine became more clear with the lowering of the p level and creatine levels were trending down. No blood products were given and support continued.

Manufacturer narrative:
The investigation of positioning issues has been completed. Data logs showed the pump ran without issue during support. The product was not returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. D.4 revised model number as it was previously entered incorrectly on the initial manufacturer device report number. D.6b explant date was inadvertently omitted from the initial manufacturer device report number and was added. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact email since the initial manufacturer device report number was submitted in accordance with updated procedures.